Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that lvp keypad recall completed. Replaced door assembly with keypad. Return un-repaired: right iui corrosion. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the kit door assembly 8100 rohs. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 12feb2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. (B)(4) for iui damages.

Event description:
It was reported that there were issues due to corrosion and lamination issues for the 8100 device. There was no patient involvement.